Event description:
It was reported that a user experienced charging difficulty with the ilet pump, characterized by low battery and improper placement on the charging pad; guidance was provided to orient the pump with the tubing toward the green light, after which the battery increased from 10% to 22%, indicating successful charging. Symptoms included battery depletion. Outcomes included restoration of charging and continued device usability without alerts or alarms. Investigation included remote troubleshooting and user education regarding correct charging pad alignment. Investigation of this case revealed user-related charging technique as the primary factor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.